Event description:
During cervical cerclage, needles that was in cervical os broke and could not be retrieved. The 1/8 inch needle retrieved - 7/8 inch needle remains in pt cervix. Broke at the "eye" of the needle.